Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor readings and blood glucose readings. The customer states the threshold suspend alarm has not gone off and is not working. The customer states the sensor reading was 73mg/dl and their blood glucose reading was 43mg/dl. The customer states the device has gone into threshold suspend, but then went into lost alarm. The customer's blood glucose at the time of incident was 162mg/dl. Troubleshooting was conducted, and the customer was advised to program the correct identification into their pump.